Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: it was reported that a segment of the PICC embolized and was left in the patient for multiple years. The alleged event cannot be verified with the evidence provided in the image. A visual observation of the image provided for investigation shows a black line against a white background. The scale of the image is unknown. The black line is curved. What appears to be a loop in the black line is visible near one end. The item depicted in the image cannot be determined. The methods used to create the image that was provided for investigation cannot be determined. The location or environment of the item cannot be determined since the black line is visible only against a white background. The lot number and product description identified in the documents are associated with a 4 fr groshong PICC. It is possible that the item depicted in the image is a groshong 4 fr single lumen PICC. The connector and suture wing for the groshong PICC are not identifiable in the image. There are no distinguishing characteristics that would verify the identity of the depicted item and its surroundings. The evidence provided with the image is not enough to determine the root cause of the reported event. The instructions for use (IFU) provide precautions to prevent catheter damage, perforations, fractures, and tears. The IFU also provides written and illustrated instructions to secure the catheter. It cautions, ¿to minimize the risk of catheter breakage and embolization, the suture wing must be secured in place.¿ instructions for catheter removal are provided to prevent catheter fracture. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. Image provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2015 per litigation documentation, a piece of a PICC was left in the patient. The doctor reportedly did not alert the patient to the fact that the entire PICC was not removed and a piece remained in her body. The patient was discharged home with a piece of PICC reportedly in her body. Per litigation documentation, the patient went about her normal activities for the next decade. In (B)(6) 2015, at a different facility, a radiograph image was taken which revealed the PICC line that remained in the patient. The PICC was reportedly stuck in the patient's right cardiac chamber on the tricuspid valve. It was said to be determined that the retained PICC was the source of heart issues the patient had been experiencing. It was said to be recommended the patient under a two-vessel coronary artery bypass surgery and have the foreign body extracted. Per medical records, the patient was reportedly (per the patient's daughter as the patient was non-verbal) admitted for evaluation of chest pain. During evaluation, a foreign body noted in the doctor's notes to be a right ventricular PICC line, was found. The doctor's notes state the PICC was removed and during the patient's hospital stay, the patient sustained anoxic brain injury and developed a sternal wound infection, left thigh wound infection, and pneumonia. The patient reportedly also required dialysis for renal failure, however it was not noted if this was related to PICC removal or the patient's previous medical history. Additional consultation notes states the patient underwent PICC removal with a valve replacement and CABG secondary to the patient reportedly having a PICC line in her heart for over 14 years. Further on the consultation, the patient sustained bilateral lower extremity hypoxia. The doctor states the patient's legs are non-salvageable and the ischemic changes are reportedly "irreversible and extensive from the toes to the ankles." A bilateral below-the-knee amputation was recommended.